Manufacturer narrative:
The event was confirmed. Previous mars indicate it is likely that the screw was over-torqued in the retracted position, causing the seizure. No remarkable damages were observed on the threaded surfaces. No material or manufacturing defects were observed during this examination. Visual inspection: the device has markings consistent with use and cleaning. The head of one screw had fractured off. This is likely due to over torquing that leads to seizure. Functional inspection: one screw is seized, confirming the reported event. The head of one screw had fractured off. This is likely due to over torquing that leads to seizure. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Product surveillance will continue to monitor for trends.

Event description:
It was reported that 1 of 2 screws was stuck before use in the medical procedure. The surgeon loosened the screw with jacobs chuck.also,another screw was functional, so skim cut guide could be fixed. The surgeon needs the solution or the tool (non ratchet) after stuck of the screw.

Event description:
It was reported that 1 of 2 screws was stuck before use in the medical procedure. The surgeon loosened the screw with jacobs chuck.also,another screw was functional, so skim cut guide could be fixed. The surgeon needs the solution or the tool (non ratchet) after stuck of the screw.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.